Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence and recurrent pelvic organ prolapse. The patient underwent the concurrent procedures of an anterior repair with graft augmentation, paravaginal repair, vaginal vault suspension, traditional posterior repair, and cystoscopy during mesh implantation. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, bleeding, dyspareunia, and neuromuscular problems. It was reported that the patient underwent sling revision on (B)(6) 2010 due to dyspareunia and pelvic prolapse. No additional information was provided. (B)(4).

Event description:
It was reported by the attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh and boston scientific xenform were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that patient underwent cystoscopy, hydrodistention of the bladder and urethral dilation on (B)(6) 2012 due to urethral stricture and interstitial cystitis; and on (B)(6) 2010 due to frequent urination and pelvic pain. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 5/16/2016.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.